Event description:
Surgeon repaired pt's cuff tear using the suture bridge construct with bio-corkscrew ft's and bio-pushlock six weeks ago. MRI has shown an infection at anchor site. The pt has draining skin portals and culture taken was negative for known bacteria. Pt was treated with an antibiotic. Pt has no known allergies. Surgeon removed all implants and closed using suture. No further pt consequences have been reported. This device is used for treatment.

Manufacturer narrative:
Since the lot number was not provided, device history could not be reviewed and mfg date not determined. Review of sterilization records, since, product inception revealed no issues with the sterilization process. It is unk if other materials were also implanted in this pt. Previous investigations revealed that infection reports have been typically related to nosocomial cross-contamination. A definitive conclusion was not determined.